Event description:
It was reported that the vns patient passed away on (B)(6) 2013. The death certificate stated that the patient passed away from seizure disorder and hydrocephalus. The device had been explanted and returned to the manufacturer where analysis is currently underway. Review of the available programming and diagnostic history showed that the last known settings were from (B)(6) 2012.

Event description:
Analysis of the returned generator and lead was completed. The as-received generator was programmed off. Analysis of the returned generator showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Note that since a significant portion of the lead (including the electrode array portion) was not returned for analysis, an evaluation cannot be made on that portion of the lead.

Manufacturer narrative:
The date of explant was estimated based on the date of the event.